Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultraset bag of a capd disconnect y-set was leaking from the seam near the port. This issue was noted while performing a continuous ambulatory peritoneal dialysis (capd) exchange on a patient. There was no damage on the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.